Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR check was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that syringe sftygld 1ml w/ndl 27x1/2 rb was damaged, but still operable the following information was provided by the initial reporter: "it was reported a possible loss of fluid during injecting. Verbatim: 2020-09-17: called consumer to assist with voicemail that was received however, consumer did not answer. Attempted to leave vm and halfway through vm message machine disconnected. Will follow up again. Email received: 2020-09-15 16:15:4.1 hello, received voicemail today from customer who wants to know if we offer a syringe where the piston goes all the way into the hub of the syringe to minimize the loss of fluid. So it sounds like he may be experiencing some loss of fluid during injecting. He said material # 305945. Phone number xxx-xxx-xxxx".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe sftygld 1ml w/ndl 27x1/2 rb was damaged, but still operable the following information was provided by the initial reporter: "it was reported a possible loss of fluid during injecting. Verbatim: 2020-09-17: called consumer to assist with voicemail that was received however, consumer did not answer. Attempted to leave vm and halfway through vm message machine disconnected. Will follow up again. Email received 2020-09-15 16:15:41: hello, received voicemail today from customer who wants to know if we offer a syringe where the piston goes all the way into the hub of the syringe to minimize the loss of fluid. So it sounds like he may be experiencing some loss of fluid during injecting. He said material # 305945. Phone number xxx-xxx-xxxx".